Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported, there has been insulin leakage in the system since he started infusion device therapy on (B)(6) 2012. The cartridge change procedure was reviewed with the pt, and he confirmed the process is completed correctly. The alleged cartridge was discarded and will not be returned for eval, and he was unable to provide the lot number. The infusion device was replaced and requested for eval. No physiological effects were reported, and he did not require treatment from a health care professional or second party to address the issue.